Manufacturer narrative:
A partial lead connector portion was returned in one piece measuring 13.0 cm. The damages found were consistent with explant damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported during a procedure for a lead revision, rv lead noise was observed. Externalized conductors were noted under fluoroscopy. The lead was capped and replaced on (B)(6) 2017. The patient was stable.